Manufacturer narrative:
H.6 investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that the instrument identified and isolate as strep. Mitis that was actually strep. Pneumo. Technical service worked with the customer on best practices during panel set up and a repeat of the test yielded the correct results. The root cause of the failure is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed case # (B)(4) related to this failure mode. Complaints for results are within statistical control for the month of june 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, strep. Pneumoniae was misidentified as strep. Mitis. There was no patient impact reported. The following information was provided by the initial reporter: "customer performed a test on the streptococcus panel. The instrument identified strep. Mitis. Client performed a manual test of optochin with a sensitive result, which is indicative of strep. Pneumoniae."

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, strep. Pneumoniae was misidentified as strep. Mitis. There was no patient impact reported. The following information was provided by the initial reporter: "customer performed a test on the streptococcus panel. The instrument identified strep. Mitis. Client performed a manual test of optochin with a sensitive result, which is indicative of strep. Pneumoniae."